Event description:
It was reported that during a da vinci s surgical procedure, power issues were experienced with the pt cart. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineer (fse) concluded that the power issues experienced by the customer was associated with the red system cable. The red system cable connects the surgeon console and the pt cart and passes video, audio, and data during sys operations. The sys was repaired by replacing the affected cable. As of (B)(6), 2009, there have been no reported recurrences of the issue at this hosp.